Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during implantation of an intraocular lens (iol) noticed residue o the posterior surface of the lens. The surgeon further stated that it was difficult to aspirate (I/a) the material off the lens. They manually scraped the material off with a metal instrument in order to fully remove it. This was noticed with several patients while using the cartridges. Additional information was requested.